Event description:
It was reported that during a laparoscopy and right hemiolectomy, the surgeon reported the device fired but did not staple. The surgeon had to re-do anastomosis. Pt tolerated procedure well. Pt discharged home in 2005. There was no pt consequence.